Event description:
During prepping of the catheter and wire, prior to the procedure, while threading wire into catheter, it was noted that the tip of wire looked frayed. The wire was withdrawn to check it and it was frayed so it was not used. An alternative brand guidewire was then used.======================manufacturer response for .035 j-tip argon guidewire, argon guidewire (per site reporter).======================reportedly they are going to investigate.